Event description:
Additional information was received indicating that there were episodes of oversensing due to the lead noise. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead and is suspected to be due to an integrity issue. Further information regarding additional event details, event resolution, and patient status have been requested but have not yet been provided.